Event description:
A report was received that the patient was experiencing pain at the lead site. The anchor was protruding on her skin and can be felt upon palpation. X-ray confirmed that the clik anchor had migrated. The patient underwent a lead revision wherein the physician explanted the clik anchor.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.